Manufacturer narrative:
(B)(6), race - requested, not provided, explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the angio-seal evolution device was deployed with no issues and patient was taken to holding. The user said about 15 min after deployment, they had to hold pressure due to oozing and heavy bleeding. The doctor ordered a fem stop and it still continued to bleed and became worse. Doctor then order a nitro stick to stop the bleeding, the site stopped bleeding. A huge hematoma developed fairly quickly. The neuro tech said it was really bad and the patient's skin split. The doctor ordered to take the patient to surgery immediately. When they removed the angio-seal it was found that the foot plate was deployed in the soft tissue track. The patient was in fair condition. Additional information was received on april 13, 2018. The procedure was an aneurysm embolization a 8fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient does not have a history of a bleeding disorder. It was unknown if the patient was on daily blood thinning medication. Were multiple sticks were not performed to gain arterial access. It is unknown if the posterior wall of the artery was punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did have blood thinning medication, thrombolytics, or platelet aggregators during the procedure. The medications were: aspirin, plavix, and heparin. Hematoma, and retroperitoneal bleeding occurred. An us was performed to diagnose the bleeding. The footplate was removed from the common femoral artery during surgery. Estimated blood loss was unknown. Hemostasis was achieved with multiple times of pressure and then ultimately surgery.